Event description:
It was reported that the patient was hospitalized due to pain following the implant procedure. The physician determined that the patient had abdominal pain and that it was related to a gastrointestinal (gi) issue.